Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b) when tested on cobas liat. The same sample was retested with a rapid antigen test which yielded a positive result for sars-cov-2 but a negative result for influenza. A new sample was collected from the same patient and tested on a separate cobat liat analyzer which yielded a positive result for sars-cov-2 and negative result for influenza a and b. Both positive for sars-cov-2 and influenza a were reported, although the negative result on retesting for influenza a was also provided as additional information to the medical personnel. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: ¿ contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. ¿ sample mix-up. ¿ differences in technology. Device code was updated to non reproducible results.